Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in the or for device change out due to normal eri. Externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. The lead will be monitored.